Event description:
New information received that diagnostic imaging was used during the implant procedure.

Manufacturer narrative:
The reported events of inadequate capture and helix damaged were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
It was reported that during an implant procedure, the atrial lead exhibited frequent high threshold measurement upon positionings in the atrial myocardium. It was found that myocardial tissue was on the helix and physician tried to remove the myocardial tissue in-vitro and had caused damaged to the helix. The helix had failed to be extended in-vitro, it was determined the helix length was not sufficient for implantation. The physician elected to not used the atrial lead a new lead was implanted successfully. The patient was stable throughout the procedure.